Event description:
The user facility reported that the involved capiox was used in emergency major vessel case. After the circulation was resumed, low gas exchange performance was observed. Gas flow rate: 17l/min, fio2: 100%. Although measures such as lowering the flow rate of co2 into the surgical field were taken, pco2 was at late 40s, po2 did not increase well and worsened further with warming. No increasing pressure was confirmed. After clamps were off, the patient was weaned while self-ventilating with still high gas flow rate. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. Gas was insufflated into the gas channel of the actual sample. A transparent liquid was observed leaking from the gas outlet side. The liquid that flowed out was tested with our protein test paper ("uriace"). It was confirmed that protein was contained. The liquid was considered to be plasma. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The oxygenation module was inspected visually while the fiber layer was removed gradually. No anomaly was found in the condition of fiber winding. Discoloration due to hydrophilization was observed on some part of the fiber. The heat exchanger was removed from the outer cylinder and subjected to visual and magnifying inspections. No deformation or other anomaly was observed. The fibers of each layer of the actual sample was observed with an electron microscope. Blood cell components such as rbcs and deformed rbcs (echinocytes) were found adhering to the fiber. No anomaly was found in the condition of fiber surface compared to the current product. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. From the results of the investigation, it was inferred that the contact between the blood and the gas might have been prevented by some factor (e.g., plasma leak), leading to poor gas exchange performance, however, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved.". "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.